Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 357 mg/dl. The customer reported diabetic ketoacidosis treated with hospitalization: overnight stay, hyperglycemia treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion) and fatigue, polydipsia, malaise treated with no treatment. Customer reported the following led up to the event: the sensor was not reading properly. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-213a. The customer feels ok to troubleshoot. Customer was not using the insulin pump system within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The insulin delivery was not suspended due to the sensor glucose vs blood glucose difference, and the discrepancy was not within the range. No further patient complications were reported. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-213a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.